Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was the patient was reporting that their external devices weren't connecting with the ins. The patient stated it worked for about a year and stopped working roughly about a year ago giving a date of (B)(6) 2025. The patient added that they were unsure if it was the programmer, communicator or the battery of the ins got depleted. The patient also mentioned that they were supposed to make adjustments and when they tried, the handset would work and would charge, the app would come online and communicate as well then when they tried connecting to the ins, it wouldn't work. The patient also mentioned he had an appointment with their doctor earlier this morning and was told by their doctor that the status of their ins couldn't be determined unless they have the external equipment replaced. Troubleshooting was unable to be performed as the patient did not have their external equipment and was currently driving. The agent advised the patient to call us back once they were home and had the external equipment handy. Transferred to patient registration. The patient mentioned got a new ins in 2023 that was not on record. The patient thought the ins was from the manufacturer but didn't receive a patient ID card. The patient mentioned they'd had 2 ins replacements. (Con): additional information was received from the patient from earlier call wherein the patient reported that the device (B)(6) of 2023 is not working anymore and they were told that battery should last at least 5 years but patient thinks that battery is already dead because it is not communicating with his transmitter anymore

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.